Manufacturer narrative:
Concomitant: product ID 377760, lot# v010456, implanted: 2006-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 377760, lot# v012887, implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae. The severity was noted as mild.

Event description:
It was reported the therapy didn¿t meet the patient¿s expectations and they never found significant benefit with their system. The patient had pain in their lumbar area radiating down their leg. The stimulator was also uncomfortable while sitting in a chair. The patient¿s symptoms were initially controlled but theeffectiveness was lost. There was an undesirable change in stimulation noted but no further clarification was given on the kind of change. The system was explanted and not replaced because the patient did not want to be re-implanted. The etiology was the programming/stimulation. The patient was recovered without sequelae. (Omitted information on lead replacement in pe (B)(4)).